Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone he was infected when remove the sensor . He was hospitalized due to infection. The customer blood glucose level was 120mg/dl. The insulin pump will not returned for analysis.

Manufacturer narrative:
The type of event with the initial report was incorrect. The correct information has been provided with this report.